Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found the set screw was backed out too far. The set screw was able to be reinserted using a 4 in-oz torque wrench.

Event description:
It was reported that it was ¿impossible to screw the electrode on the pacemaker¿ when trying to connect during the procedure. It was also stated the surgeon was unable to ¿screw the pacemaker during the pacemaker/electrode connection procedure.¿ as a result, a different product was used. No further information was provided. A follow up report will be sent if additional information is received.